Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. There was no evidence of the reported issue in the event log. Functional testing and visual inspection were completed on the pump. The reported "blockage alarm" issue was unable to be duplicated. The pump passed all tests and there was no problem found with the pump.

Event description:
Reported to smiths medical company, a cadd- ms 3 pump received routine maintenance,two months later the pump was beeping and showing blockage. The consumer changed cartridge and resorted to back up pump without any interruption in therapy for pulmonary arterial hypertension. No injury or adverse events reported.